Event description:
During implant, while using medtronic 38 cm tunneller (model 8591-38) to tunnel, a vessel was punctured. The surgeon applied pressure, cauterized, and completed the implant, resolving the issue in surgery.